Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a revision procedure where in the implantable pulse generator (ipg) and lead were explanted and replaced. The patient was doing well postoperatively. The explanted device was discarded by the facility.

Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2352-50. Serial number: (B)(6). Batch/lot number: 7077327. Model/catalog description: linear 3-4 lead 50 cm. Unique identifier (UDI) #: (B)(4).